Manufacturer narrative:
The results of the return device analysis did not confirm the reported issue as the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat function mitral regurgitation (mr) with grade of 4. The xtr clip delivery system (cds) was advanced to the mitral valve. However, the clip opened when establishing final arm angle (efaa). The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. Two clips were implanted reducing mr to 1. There was no tissue damage noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.